Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8256300 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photo submitted showed a leak from the junction point of the extension tubing and the connector body. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for the development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during the inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced leakage. The following information was provided by the initial reporter: the catheter was placed on (B)(6) 2019; it's noticed that there was leakage at the joint of extension tubing and the luer connector after penetration.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced leakage. The following information was provided by the initial reporter: the catheter was placed on (B)(6) 2019; it's noticed that there was leakage at the joint of extension tubing and the luer connector after penetration.